Event description:
It was reported that for about 3 weeks prior to this call patient was experiencing electrical current in my abdomen up through my chest. The patient felt shocking and jolting sensation. The patient stated ¿it was a tingling electrical current¿. The patient had not turned stimulation off but was advised to do so and consult with their health care provider. The patient also reported that they never had therapeutic effect. The patient had not seen the health care provider in a while because "nothing had worked and she did not want to have another implant". No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va050vh, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reports the patient called back again discussing her premature battery depletion. Caller states before she had the device no one told her that she couldn't have MRI, go diving, use heating pad, have diathermy, or microwave ablation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports that the device was explanted on (B)(6) 2014. It was reported that the cause of the explant was failed right side complete and replanted left side complete. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va050vh, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that it was unknown if there was 50 percent or greater symptom reduction. The cause of the event was not determined. No reprogramming was needed and no troubleshooting, interventions, or other actions were taken to mitigate or resolve the event. The implantable neurostimulator (ins) had premature battery depletion. The patient wanted to know how many more ins's she would need before they started to work for her. The patient was told that the ins would last 5-10 years and she thought the ins was faulty. The patient had a revision on (B)(6) 2014 and the lead was replaced because it was "broken or whatever." The patient reported that the lead "disintegrated." The patient hadn't experienced any falls or traumas. See MFR. Report #3004209178-2014-16992 for information regarding battery depletion of the patient's previous device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device ran out of battery life within three months and the lead was bad.

Event description:
Additional information received reported that it was unknown if the cause of the event was device related. The patient recovered without permanent impairment and their last visit was on (B)(6) 2014.